Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation .internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation .internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not turn on. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly) and burn marks were observed. An extended investigation was performed. A review of the case history was performed. The reader did not power on and burn marks were observed. The cable and adapter were not returned. A visual inspection of the reader was performed using digital microscope and u13 chip was observed to be burnt. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The observation that the reader was not turning on was not confirmed when replacing the returned battery with a known good battery. The returned reader turned on when a known good battery was connected. The reader turned on to usb (universal serial bus), button press, and strip insertion. The returned battery was measured to be under the required specification range. A known good reader was connected to usb, and the returned battery was observed to be charging successfully. Therefore, the returned battery was not faulty and was not the reason for the reader not turning on. The reader displayed a connected to computer message when turned on using a known good battery. The reader was then powered off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured and the result was not within the specification range. A thermal camera was used to observe hotspots on the reader. Hotspots were observed on u5 component and the cpu (central processing unit). This is likely due to the use of a non-abbott provided usb adapter. Using the incorrect adapter can result in faulty components and could cause overheating of components. This can be seen with the off-current test results, which showed that the current drawn was not within the specification due to the faulty components. This issue was caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. The current consumption test was not within specification because of the components overheating; therefore, this issue is not confirmed to use due to incorrect adapter used. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.